Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed a no external power event occurred on (B)(6) 2018 at 8:40 am , a specific cause for the event could not be conclusively determined through this evaluation. No equipment was exchanged or sent for evaluation. The patient remains ongoing and no further issues have been reported at this time. Review of the device history records revealed that the mobile power unit was manufactured with the v-lock ac power cord. Heartmate ii lvas patient handbook and IFU describes the no external power alarm and methods to resolve the alarm. Both the heartmate ii lvas IFU and patient handbook caution the patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year (calculated from the date when the mobile power unit was issued to the patient). The mobile power unit remains in clinical use and the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. During review of the patient¿s submitted system controller log file, the manufacturer¿s technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed.